Event description:
Reportedly, during the implantation of the subject pacemaker, pacing issue was observed despite leads measurement seemed correct. Patient consequences were: discomfort, convulsions (pacing-dependant), chest pain, dyspnea and agitation. During the episode of asystole. The device was not kept implanted and will be returned for analysis. Another device was implanted.

Manufacturer narrative:
Preliminary analysis of the returned device did not reveal any anomaly. Electrical and mechanical characteristics were within specifications.

Event description:
Reportedly, during the implantation of the subject pacemaker, pacing issue was observed despite leads measurement seemed correct. Patient consequences were: discomfort, convulsions (pacing-dependant), chest pain, dyspnea and agitation. During the episode of asystole. The device was not kept implanted and will be returned for analysis. Another device was implanted.